Event description:
Dealer is stating that the brakes are very hard to engage, and even when they are locked in place the wheel still moves.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.